Event description:
Initially reported through an allergan representative as: "a possible death of a lap-band patient". Follow-up with the implant surgeon's office: "the patient did initially well after their lap-band system had been surgically placed; however, came back with a suspected wound infection and antibiotics were prescribed. The patient did not take the course of antibiotics and did not come back in to see the surgeon for a follow-up. The patient let the surgeon know that the condition had improved and the fever subsided. Later the patient presented in the middle of the night at the local hospital's emergency department experiencing chest pain, in addition to abdominal pain. The physician and the called surgeon suspected a pulmonary embolism. Also. The physicians were concerned about a possible perforation and fluid in the abdomen that may have lead to an infection. The surgeon explanted the device and the patient died". At this time, it is unclear if the patient died immediately during surgery or post-op. Follow up with the treating and explanting surgeon did not lead to any new information in the investigation. The surgeon could not speak to this matter at all based on possible litigation towards him and the hospital. A suspected cause of death was not provided, and the autopsy results have not been released at this time. The device is in the possession of the pathology department at the hospital and will not be released to allergan, for product analysis. This report to the FDA was initiated because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting. Any new information will be submitted to the FDA in a follow-up report.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported events are surgical and physiological complications, and analysis of device generally does not assist allergan in determining the probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated".